Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) stopped compressions during the resuscitation" was confirmed based on the review of the archive data; however, it was not confirmed during the functional testing. The autopulse platform passed the testing and functioned as intended. Based on the archive, the autopulse platform was last used to perform compressions on (B)(6) 2021, and the platform stopped compressions due to user advisory (ua) 02 (compression tracking error), ua17 (max motor on time exceeded during active operation), and ua18 (max take-up revolutions exceeded) error messages. These user advisories generally indicate that a misalignment or inappropriate movement of the patient or the lifeband has occurred, likely attributed to an unintended user error. The customer reported a complaint that "the serial number of the autopulse platform was unable to be read" was confirmed during the incoming visual inspection. Zoll service personnel noticed that the UDI label was worn out. The probable root cause for the reported complaint could be wear and tear or mishandling. The UDI label was replaced to address the reported problem. During visual inspection, zoll service personnel observed damage on the top cover and the front enclosure unrelated to the reported complaint. Based on the photos provided by the service team, a large crack was noticed on the top cover, and a broken screw well area was noticed on the handle of the front enclosure. The observed physical damages are appeared to be the characteristics of user mishandling, such as a drop. The damaged parts were replaced to address the observed damages. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform was further evaluated by subjecting it to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 17 minutes without any fault or error. The belt switch assembly test, brake gap inspection, and load cell characterization test were performed and confirmed that all the components are functioning within the specification. The archive data indicated that the autopulse platform was last used to perform compressions on (B)(6) 2021, and the platform stopped compressions due to ua02, ua17, and ua18 error messages. In addition, unrelated to the reported complaint, the archive data indicated that the autopulse platform was last powered up on (B)(6) 2021 and displayed ua12 (lifeband not present) upon powering on. User advisories are clearable error messages; per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Further review of the archive data indicated several fault 27 (encoder fault) and fault 34 (encoder failure) codes on (B)(6) 2021, unrelated to the reported complaint. The encoder gearbox was replaced to address the observed fault codes. The observed error messages in the archive were not reproduced during the functional testing. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to regular use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test and the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during the resuscitation of a patient in cardiac arrest, the autopulse platform (B)(4) stopped compressions. In addition, the customer stated that the serial number of the autopulse platform was unable to be read. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response.